Event description:
It was reported that a trainer observed fluctuating blood glucose associated with frequent snacking while using an ilet system and expressed concern that the new pump might not be adapting correctly; the trainer inquired about a factory reset, and the agent provided education, completed a blood glucose questionnaire, and arranged additional training. Symptoms included low glucose. Outcomes included user impact requiring troubleshooting and education with assignment for additional training. Investigation included case documentation and referral for clinical support. Investigation of this case revealed that the cause remained unclear, with behavior-related factors such as unplanned snacking potentially contributing, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.